Event description:
The customer contacted stryker to report that their device turns itself off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The customer is using a third party power inverter that is determined to be causing the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.